Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded pump diagnostic traces and history file using thump. Unable to download pump detailed traces using thump. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was generated due to main application code crc test failure in the bootloader (code 0x0000004d), suspecting the hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. Lost sensor1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 13:44:00.000 unable to test for lost sensor1 alert due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2023 09:18:09.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. (B)(6) 2023 06:36:25.000 alarm alert notification (40) fault number: no delivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 07:46:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:57:41.000 (B)(6) 2023 17:08:41.000 unable to generate power management graph and verify power data for low battery alert due to missing pump detailed traces file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back of the pump. Lost sensor1 alert/sensor anomaly, no delivery alarm/insulin flow blocked alarm and low battery alert were unknown. Critical pump error (open book image) alarm was confirmed due to corrosion on the pcba 1 and pcba 2. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a crack at the back of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed and found that retainer ring was not damaged. The customer will discontinue to use the insulin pump and the device was returned for analysis.